Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-03926. It was reported that during a percutaneous rotational atherectomy treatment procedure, a guide wire fracture and perforation occurred. Vascular access was obtained via the radial artery. The 80 to 90% stenosed eccentric shaped, 20 mm length, de novo target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). An attempt was made to pre-dilate the lesion which was unsuccessful. A rotawire floppy guide wire and rotalink plus burr were advanced to the target lesion it was noted that significant resistance was encountered. The lesion successfully was treated with 2 to 3 ablations. During the rotablation, at speed of 135,000 rpm's "the rotawire distal part was separated from the core and the rotaburr was dislocated to the side branch". It was the physician's opinion that the wire caused the perforation. The device was removed from the patient. The physician attempted to treat the perforation with a stent but was unsuccessful and went on to inflate a balloon proximal to the perforation. Patient was then sent for surgery where bypass of the rca was performed. It was noted the patient had "bp loss". It was noted that at some point during the procedure a guide wire fracture occurred. No further complications were reported. Additional information has been requested and is not available.